Event description:
It was reported that a 35mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2022. During the procedure, first disc remained rounded at the opening. Device was removed from the patient prior to release from the delivery cable. There was no interaction with the atrial septum during the opening of the device or angulation or kink noticed in the delivery system. A new 35mm amplatzer pfo occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one image was received from the field appearing to show an occluder presenting bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.